Manufacturer narrative:
Additional information was received on 22-may-2019 indicating that the event occurred during routine testing. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in application, no problems were found regarding the reported problem with double beeping. However, the downstream sensor will be replaced as a preventive measure and service will replace the scratched screen. Based on the evidence, the complaint was not confirmed, and no problem was found.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 displayed a double beep that there's no cassette attached. It was also reported that the lens is damaged. There was no reported injury to the patient.